Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, faded, discolored display.

Manufacturer narrative:
Submitted: 08/01/2014, on investigation, the display was dim, faded, discolored and not able to be read. The keypad cover was removed revealing contamination of the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.